Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found that inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD) for an episode of atrial fibrillation (af) with rapid ventricular response (rvr).

Manufacturer narrative:
Correction: h6 - health effect - impact.